Manufacturer narrative:
(B)(4). Follow up emdr submission for device evaluation ten (10) physical samples were received in their original unopened package from lot: 0001303256. Three photos were attached. The photos show dj needles inside their pouch. Each pouch has an arrow marking where the failure mode occurs. The sent samples were visually inspected failure mode could be confirmed in all the samples since all of the pouches have a hole. In the different pouches, the holes were located in different cavities. Based on the inspection performed, failure mode could be confirmed. This is the first reported incident of package seal integrity poor / questionable on lot: 0001303256, product: dj4011x. A review of the internal manufacturing device record and raw material history files for the reported lot#: 0001303256, manufactured on 22-may-2019 was performed and no recorded quality problems or rejections related to this incident were found. It was confirmed that procedural and functional requirements needed for its release were met. The lot reported was manufactured on 22 may 2019 and was packed on 27-may-19. A device history record review was performed to all the lots packed before and after the reported lot. None of the lots reviewed have a non-conformity. The form, fill and seal (ffs) is the machine where the product is packaged, preventive maintenance was carried out within the period specified by the procedure on (B)(6) 2019. This pr is associated with (B)(4) which has 91 physical samples from lot number: 0001303257 (separate MDR). The one hundred one (101) physical samples were visually inspected failure mode could be confirmed in all the samples. It was taken a total of seventy samples from lot: 0001303257 and 0001303256, it was performed peal test with max values. 3.20 lbs./ in and min 1.53 lbs./in. The ffs machine contained six cavities where, each cavity was measured on four sides: lower, left, right and upper. Test results, of seventy units: 10 failed in the lower side. 12 failed in the left side. 12 failed in the upped side. 17 failed in the right side. The probable root cause is undetermined at this time and a corrective action preventative action has been initiated to determine probable root cause and actions needed to be taken. H3 other text.

Event description:
Damaged/defective sealed. On (B)(6) 2019: customer response: 1. Does the country (philippines) where the client (lifelink) operates impose to perform an inspection before realizing the product per local regulations? No, philippines doesn¿t impose to perform an inspection before realizing the product per local regulations. 2. Does the client (lifelink) perform an inspection to the products before realizing them? Yes, it is our internal procedure to perform an inspection when shipment arrives. 3. In the case where the client (lifelink perform an inspection, how do they perform the inspection? Is it a 100% visual inspection or a functional inspection? If functional inspection, what instrument do you use to perform the inspection? We are performing visual inspection only.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Damaged/defective sealed.